Event description:
It was reported that the surgeon was removing two 4.0 screws from a patient's tibia from a previous case. The previous case was a fracture which had completely healed by this case. The surgeon removed both screws by hand, the first screw broke at the proximal head and shaft junction of the screw. The second screw broke right below the head of the screw. Both broken screw shafts were left in the patient. Per the rep, patient was young with good bone. No further details are known at this time.